Event description:
It was reported by the rep that the (2) tsb35 were used during a laparoscopic roux-en-y procedure. It was reported that the staplers misfired. The case was completed with another device and with no pt consequence.